Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose level was 315 mg/dl. The customer stated that troubleshooting was performed for the critical pump error. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with critical pump error, unable to determined the root cause, problem isolated to force sensor.